Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 360 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 175 mg/dl. The customer feels well and did not report any symptoms related to high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. The customer stated she has been comparing results with two different meters, and states the truemetrix is reading 50 points higher. The customer stated she has not been consistently using the meter, and last use prior to (B)(6) 2017 was on (B)(6) 2016. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 03/17/2018 and open vial date is 01/10/2017. The meter memory was reviewed for previous test result history (only one result provided): (B)(6).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 360 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 175 mg/dl. The customer feels well and did not report any symptoms related to high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. The customer stated she has been comparing results with two different meters, and states the truemetrix is reading 50 points higher. The customer stated she has not been consistently using the meter, and last use prior to (B)(6) 2017 was on (B)(6) 2016. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 03/17/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (only one result provided): (B)(6).